Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an underinfusion was not identified. No devices received-log review only.

Event description:
The customer reported a lipid infusion that was programmed to infuse at 12.5ml/hr for 12 hours. At the end of 12 hours the bag of lipids was noted to be full. There was no harm.